Manufacturer narrative:
The sureform 45 stapler instrument and the sureform 45 white reload used during this event were not received for failure analysis investigations. The staple logs for this procedure were reviewed. The logs show the sureform 45 stapler instrument was installed on the system 2 times and fired 2 sureform 45 reloads (1 blue, followed by 1 white). On each install, all clamps were successful, and the firings were each completed with no pauses for compression. The instrument was then removed and not used in the procedure again. There were no stapler related errors in the system logs. The intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the system logs and did not notate any da vinci related issues.

Event description:
It was reported that during a da vinci-assisted appendectomy procedure, the sureform 45 stapler instrument fired a sureform 45 white reload and created an incomplete staple line. During the vascular portion of the procedure, after firing on the mesoappendix, the appendicular artery was left bleeding despite no observation of holes, gaps, or missing staples within the staple line. The surgeon reported the bleeding as minimal, which was quickly resolved with bipolar energy and pressure. No error messages populated during the event. The patient was discharged home with no complications, and the surgeon does not anticipate any complications to arise.